Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was prescribed antibiotics for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count from effluent taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count of 1106/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique by caregivers during ccpd therapy on a hospital provided cycler (unknown brand and model). The patient was previously hospitalized for a covid-19 infection from (B)(6) 2023 to that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Hospital staff did not adhere to aseptic technique while assisting this patient with pd therapy, directly resulting in this infection. Additionally, the patient was previously on antibiotics during this hospital stay (unknown type, route, dose and frequency) that substantiated the lack of growth in the effluent culture. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s pd catheter was removed on (B)(6) 2023 in an outpatient procedure due to the severity of infection. The patient transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis. The patient is recovering from this event while he remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy with a plan to return to pd therapy when cleared by physician.